Manufacturer narrative:
(B)(4). Rotaflow drive (s/n (B)(4)) was returned to maquet (B)(4) for repair. Service order (B)(4) was generated for the repair. Per the service order, the ultrasonic ceramic and calibration flow sensor was replaced. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, it was reported that rotaflow system (console serial number (B)(4) and drive serial number (B)(4)) had flow measurement issues. The readings of the flow suddenly stopped. Reference: complaint (B)(4).